Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® conformable aaa endoprosthesis. After implantation of plc231200j on the left/contralateral side and plc271200j on the right/ipsilateral side, balloon molding was performed. The procedure was completed. On an unknown date in october 2023, a reintervention was performed for the distal type I endoleak from the left side. As treatments, one contralateral leg component (plc161800 or plc162000/serial unknown) was relined within the left leg, and then a non-gore stent graft (afx limb) was added distally with fenestrated. One gore® viabahn® endoprosthesis was used with the fenestration technique. The patient tolerated the procedure. (The reintervention event in october 2023 was captured in medwatch report number #3013164176-2024-02056) on an unknown date in december 2023, follow-up examination revealed a distal type I endoleak from the right and unknown leak from left side. The leak point from the left side was unspecified, but it was reported that the causal relation with either one contralateral leg component (plc161800 or plc162000/serial unknown), one viabahn, or afx limb could not be ruled out. On (B)(6) 2024, a reintervention was performed. The right internal iliac artery was coil embolized and injected with nbca, and two additional stent grafts were placed. The left internal iliac artery was coil embolized and an additional stent graft was implanted.